Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted and the device was re-programmed to resolve the event. The patient was in stable condition.